Manufacturer narrative:
This event was previously reported. See MFR. Report #: 3006630150-2026-02528.

Event description:
It was reported that the patient was experiencing connecting to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing connecting to the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure. The explanted device was not returned.